Event description:
It was reported that the lead was explanted and discarded due to dislodgement. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes, as of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Screenshots of x-ray images were provided. Despite the low quality of the screenshots, a dislodgement of the lead is highly likely based on the images. The available trend data acquired between mid of june, 2024 and mid of october, 2024 as well as between end of october, 2024 and mid of november 2024 was not evaluable for the lead under complaint as it was explanted on (B)(6) 2024. The finding from (B)(6) 2024 indicated the rv sensing amplitude below limit. Furthermore an analysis of the provided iegm episode no. 15 from (B)(6) 2024 confirmed undersensing in the right ventricular channel as well as loss of capture. These electrical peculiarities were also noted in episodes from (B)(6) 2023. The first available conspicuous episode was found in (B)(6) 2023. It is likely that the reported dislodgement was already present at that time. Should additional information or the device itself become available for analysis, the investigation will be updated.